Event description:
Site reported difficulty powering and logging into the system. The superdimension portion of the case was cancelled and the pt was under general anesthesia. There was no report of pt injury, death or other serious adverse event.

Manufacturer narrative:
The site did not return any component of the superdimension system for evaluation. A review of the DHR for the system found no anomalies. Superdimension is filing this MDR in an abundance of caution due to additional risks associated with multiple exposures to anesthesia.